Event description:
It was reported in a journal article that a pt had a second acticon neosphincter removed because of "poor function". No pt complications were reported in relation to this event. Related to MFR report # 2183959-2013-01116.

Manufacturer narrative:
From journal article: pellino et al.: relapsing faecal incontinence in the elderly: a no man's land. Bmc surgery 2013 13 (suppl 1): a38. Published 09/16/2013. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.